Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.

Event description:
During the operation, the shunt was found to be leaking. Because no replacement unit was available at the hospital, the surgery was delayed for two days.